Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer¿s blood glucose was 26 mmol/l. Customer¿s blood glucose was treated with multiple daily dose. Auto mode feature was not used at the time of the event. Customer stated they had air bubble anomaly. Customer stated air bubble was successfully removed by the plunger. The insulin pump will not be returned for analysis.